Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid-right coronary artery that was mildly tortuous and heavily calcified. After the xience alpine 3.5 x 23 mm was deployed at 13 atmospheres, an edge dissection was observed. A xience xpedition 3.5 x 12 mm stent was used as treatment. There was no reported clinically significant delay in the procedure. No additional information was provided.